Event description:
In this event, it was reported that a xive s plus implant that was intended for transgingival healing was placed on (B)(6) 2012, was positioned too close to the mandibular nerve thus a compression of the nerve occurred; the patient returned 5 days later complaining about severe pain. To avoid any further damage of the nerve the implant was removed. The dentist reported that the follow-up visit on (B)(6) 2012, showed an improvement of the situation, although a slight paraesthesia was still detectable. Since the patient is recovering fast, it seems very likely that they will regain the complete nerve sensibility.

Manufacturer narrative:
Generally, such cases are not unknown in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.